Event description:
It was reported, that urinary catheter was inserted on (B)(6) 2023. On (B)(6) 2023 patient's urinary catheter was observed, to be intact and secured during routine nursing care. It was stated, that the nurse noticed, that the patient's urinary was dislodged. The nursing officer (no) noted, that the balloon was deflated. And tip of the urinary catheter was intact. It was stated, the urinary catheter was tested, and noticed that water was leaking from the distal end of the catheter. And the balloon was unable to inflate fully.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that urinary catheter was inserted on (B)(6) 2023. On (B)(6) 2023 patient's urinary catheter was observed to be intact and secured during routine nursing care. It was stated that the nurse noticed that the patient's urinary was dislodged. The nursing officer (no) noted that the balloon was deflated and tip of the urinary catheter was intact. It was stated the urinary catheter was tested and noticed that water was leaking from the distal end of the catheter and the balloon was unable to inflate fully. Per additional information via email from ibc on 24jun2023, it was stated that the water leakage did not found due to dislodge.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. Potential root cause for this failure mode could be insufficient latex strength, low/non-uniform rubberize thickness, incorrect wire pressing technique, incorrect stripping technique etc and might be contribute by user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile unless package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon burst. Do not aspirate urine through the drainage funnel wall. Single patient use only. Do not reuse and resterilize. For urological use only. Use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.